Manufacturer narrative:
Additional mdrs associated with this event: 3025141-2019-00138: head. 3025141-2019-00140: stem.

Event description:
A arh slideloc radial head replacement system was implanted in the patient. At some point, the patient experienced pain and the implant system was explanted.